Event description:
The following was reported by the patient: on (B)(6) 2005 - patient reports that she underwent diagnostic laparoscopy regarding a cyst and an umbilical hernia repair was performed with a composix kugel patch. On (B)(6) 2012 - patient developed a lump with tenderness around her umbilicus and feels daily nausea. As the problem experienced may result in the need for surgical intervention an MDR is filed to document this event.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient reports recently developing a "lump" in the area of the umbilicus and nausea. Currently, medical records have not been provided and the mesh was not reported to be explanted. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the limited amount of information, no conclusion can be drawn.